Event description:
Boston scientific crm received information that this right-atrial lead, right-ventricular lead, and implantable cardioverter defibrillator were explanted due to infection. The no adverse patient effects box was checked on the out of service paperwork. Boston scientific provided inconsistent implant and explant dates. They also did not make the event date available to us.